Event description:
It was reported that "per the charge nurse and the resident physicians they stated that the syringe that used to check for line placement by aspirating for blood in two separate kits were defective. The specific kits were the triple lumen cvc line, in one of the kits the syringe was visible cracked and when they attempted to aspirate blood, it leaked out of the crack and in the other kit the syringe did have not suction and would not aspirate and they were unable to check for placement. "The physician was attempting to place a central line last night and yet again when attempting to check placement, the syringe provided in the kit did not have any suction and they could not aspirate any blood . They had to get another syringe and that syringe worked correctly." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2026-00212, 9680794-2026-00211, and 9680794-2026-00210.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and there was one potential finding. Without the sample returned, it cannot be confirmed if the failure mode of this event is the same as/relevant to the finding identified. The instructions for use (IFU) provided with this kit warns the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "per the charge nurse and the resident physicians they stated that the syringe that used to check for line placement by aspirating for blood in two separate kits were defective. The specific kits were the triple lumen cvc line, in one of the kits the syringe was visible cracked and when they attempted to aspirate blood, it leaked out of the crack and in the other kit the syringe did have not suction and would not aspirate and they were unable to check for placement. "The physician was attempting to place a central line last night and yet again when attempting to check placement, the syringe provided in the kit did not have any suction and they could not aspirate any blood . They had to get another syringe and that syringe worked correctly." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2026-00212, 9680794-2026-00211, and 9680794-2026-00210.